Manufacturer narrative:
Vyaire complaint #: (B)(4). At this time, vyaire has not received the suspect device/component for evaluation.

Event description:
The customer reported that while using the avea ventilator, the user interface module (uim) touch screen is unresponsive and freezing up. The customer stated there was a patient on the ventilator while the reported issue occurred, the patient was removed from the ventilator and placed on another ventilator. The customer stated there was no harm or injury.